Event description:
Baxter canada reported minicaps with poly-vinyl-pyrrolitone. Per baxter canada, pt noted this prior to use and reported no pt injury or medical intervention associated with these incidents.